Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The exhalation valve was replaced to resolve the reported issue. Customer reports there is no patient information available.

Event description:
The hospital reported a malfunction resulting in the loss of mechanical ventilation. There was no report of patient injury.